Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the physician was attempting to retrieve the optease retrieval filter but was not able to collapse the filter into the sheath. The patient was taken to the operating room (or) to have the filter removed. Additional information obtained indicated that the approach for the retrieval was femoral using a snare device. The physician accidentally snared the top of the optease filter. The physician attempted to disengage the snare from the top of the filter by pulling on it causing the filter to be turned sideways and pulled it down from the inferior vena cava (ivc) to the femoral vein. At this point, a surgical consultation was requested. No complications were reported post-surgery. No additional information was available.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the physician was attempting to retrieve the optease retrieval filter but was not able to collapse the filter into the sheath. The patient was taken to the operating room (or) to have the filter removed. Additional information obtained indicated that the approach for the retrieval was femoral using a snare device. The physician accidentally snared the top of the optease filter. The physician attempted to disengage the snare from the top of the filter by pulling on it causing the filter to be turned sideways and pulled it down from the inferior vena cava (ivc) to the femoral vein. At this point, a surgical consultation was requested. No complications were reported post-surgery. No additional information was available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.